Event description:
This catheter was in the patient and was giving intracardiac signals but was not being recognized by the ablation generator as being connected. Catheter exchanged for a new one and the problem was corrected. The vendor called this catheter in and it will be replaced. It was a catheter malfunction. When the catheter was connected to the cable, there was no signal displayed on the generator. The catheter was removed, and a new catheter was used. No issues with the new catheter. No injury to the patient.